Manufacturer narrative:
Correcting submission to a 30 day report.

Manufacturer narrative:
The customer was unable to identify the specific transducer involved in this event due to the significant delay in receiving the patient¿s notification of injury. The customer did not provide any patient or medical procedure information and could not provide any additional device details. Therefore, no correlation between the transducer¿s performance and the patient's injury could be confirmed since no failure evaluation could be conducted. The customer did not provide specific transducer information.

Manufacturer narrative:
The customer did not provide specific transducer or ultrasound system identification information. Determination of the correlation between the transducer's performance and the reported injury is in progress. Additional details regarding this event have been requested. A follow up report will be submitted following the conclusion of the event investigation.

Event description:
This report is being submitted subsequent to a patient injury report provided by a third party involving an x7-2t model transducer. There currently has been no correlation established between the transducer's performance and the reported injury.